Manufacturer narrative:
Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3888-56, lot# v037397, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3889-41, lot# v007590, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3889-41, lot# v007590, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3775, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Device used for off label indication. The indication the device was used for was lgw. (B)(4).

Event description:
It was reported that about 2 years post-surgery (2009 or 2010), a patient had to have a lead replaced along the spine due to it had shorted. The patient reported that she was getting zapped and it would increase to high.